Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned

Event description:
It was reported that an occlusion alarm occurred. Additionally, it was reported that a cartridge alarm 25 occurred due to the customer removing the cartridge outside of the load sequence. The customer's blood glucose (bg) was 882 mg/dl with large ketones identified as dangerous by a healthcare provider. Reportedly, the customer went to the emergency room (ER) and was subsequently hospitalized and treated intravenously with fluids of saline and insulin. The customer was released on (B)(6) 2023 with no permanent damage. Customer reverted to manual injections for insulin therapy.